Manufacturer narrative:
(B)(6). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a two piece collar stuck on the distal end of a clearlink luer activated valve. The customer stated that there was blood leakage and fluid leakage when they tried to attach it to the peripheral catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.